Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic lithotripsy procedure, the scope became stuck in the patient's ureter, and the physician was unable to remove the scope from the patient. The physician attempted to remove the scope again on (B)(6) 2015, to allow time for the swelling to reduce. However, the physician was unsuccessful in removing the scope the second time. The patient was then transferred to (B)(6) hospital in (B)(6) where another physician surgically removed the scope from the patient on (B)(6) 2015. The scope was cut in several pieces in order to remove it from the patient. The hospital confirmed that there was no evidence of device fragments left inside the patient. The patient was catheterized, and stended after the removal of the scope. The patient was discharged from the hospital and is recovering.